Event description:
It was reported this balloon ruptured while post-dilating three newly deployed overlapping stents during a transjugular intrahepatic portosystemic shunt (tips) procedure. During withdrawal of the balloon catheter from the pt, resistance was encountered. Following continual exertion against resistance, the balloon material detached and the cathetr shaft broke in the pt. The detached shaft segment was retrieved along with a portion of the balloon material. The remaining balloon material was not retrieved and is believed to have migrated and embolized to the pt's lungs. Follow up indicated the pt's clinical outcome was compromised prior to this tips procedure. The dilatation of the stents was successful and the procedure was completed at that time. The pt remains asymptomatic and has since been discharged. This device has been destroyed and is not available for evaluation. Therefore, no failure analysis is available. It was indicated this device was being used to post-dilate stents which is a non-indicated use for this device. It was indicated resistance was encountered during balloon withdrawal resulting in detachment of the balloon material and breakage of the catheter shaft. Co believes these factors contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. Only 4mm through 8m o.d. And 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz and palmaz-schatz balloon-expanding stents for the biliary system. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."